Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It has been reported that one unspecified bd¿ catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: (B)(6) 2019, the patient with cerebral infarction was given intravenous infusion through two channels. The patient's family members found that the fluid was leaking from the place where the heparin cap was inserted. The nurse immediately replaced the closed intravenous indwelling needle, and the infusion was normal. Secondary injury to the patient.